Event description:
It was reported the atrial connector was damaged. It was also reported there is case damage. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the atrial output connector is missing and the upper and lower cases are broken. Analysis also found the battery release and battery drawer are contaminated. Ring cover, side bail covers, ring, and side bails are missing. Battery contacts are compressed, serial number label is damaged, and lead flex cover is corroded. (B)(4).